Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) reported the cause of the tangled catheter and calcification in the pump pocket was not definitively determined. It was noted there was excess amounts of pump and spine segment catheter in the pump pocket that wasn¿t trimmed during the previous surgery. It was possible the access amounts in the pocket increased possibly for the tangled catheter to occur over time but calcification reasoning was still unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(4) ,implanted: (B)(6) 2016,explanted: (B)(6) 2023,product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-aug-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine 10 mg/ml at 1.75 mg/day via an implanted pump. It was reported that the catheter was unable to be aspirated. The patient was not experiencing any symptoms or provided any complaints of device not working, but catheter did not aspirate following multiple attempts. Environmental, external, patient factors that may have led or contributed to the issue included large amount of catheter tangled in calcification found in pump pocket. Diagnostics troubleshooting included attempted to aspirate using different needles and from brand new pump. It was reported at a routine pump replacement the physician attempted to aspirate from the old pump and catheter - was unsuccessful. The physician attempted to aspirate with different needle and from new pump as troubleshooting method - still unsuccessful. The decision was made by physician to open spine pocket and trim the spine segment catheter inferior to the anchor. The physician was able to successfully see cerebrospinal fluid (csf) flow by removing that portion of catheter he revised the trimmed/explanted portion that included full pump segment and partial spine segment with 8784 revision kit. This revision has r esolved the discovered issue during procedure. The customer discarded the compromised segment. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked but unknown.